Manufacturer narrative:
The customer reported the display is blank. The reported symptoms was duplicated by a philips representative. Replacing the display resolved the reported issue.

Event description:
The customer reported the display is blank.